Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had an infection at the ipg site. Cultures were performed and the patient tested positive for mrsa. As a result, the patient was hospitalized with IV antibiotics. Later, the patient underwent surgical intervention on (B)(6) 2019 wherein the entire system was explanted. Follow-up information indicated the infection has resolved.